Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh results were obtained from a vitros ftc l2 control using a new lot of vitros tsh reagent on a vitros 5600 system. The assignable cause of the event is most likely a suboptimal calibration event. The calibrator signals for the affected calibration were atypical when compared to the expected ¿fitted¿ signal for each calibrator. There was no indication the vitros tsh reagent or the vitros 5600 system malfunctioned. Acceptable vitros tsh quality control results were obtained upon recalibration with the same lot of calibrators. A review of historical vitros tsh quality control results obtained using the previous vitros tsh reagent lot indicated the vitros tsh reagent was performing as intended on the vitros 5600 system.

Event description:
A customer obtained a lower than expected vitros tsh results from a vitros free thyroid control ftc l2 control lot 0530 using a new lot of vitros tsh reagent on a vitros 5600 system. Vitros ftc l2 results of 0.7988 and 1.001 miu/l vs. The expected result of 1.45 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh results were generated from control fluid and no patient samples were processed, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).